Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure that the initial concern was resolved - able to establish contact with customer who stated the initial issue has been resolved. The customer is waiting to get compatible needles for her tresiba insulin pen.

Event description:
Consumer reported complaint for the trueplus pen needles. Customer has been using the product for a few days. The package was not open or damaged when received by the customer. Customer is using a tresiba pen that is not compatible with the trueplus pen needles. Customer is also using the novolog flex pen and customer was advised that it is compatible with the trueplus pen needles. Customer stated she will let her pharmacist know. At the time of the call the customer felt well and did not report any symptoms. No medical intervention related to the use of the product was reported. The lot expiration date is 07/31/2027 and the open date was a few dates prior to the call.